Event description:
An abbott technical service specialist (tss) observed a small puff of smoke from the architect external thermometer. The thermometer is used to troubleshoot the architect i2000sr analyzer. The smoke was observed while placing batteries into the unit. The tss removed the batteries, and the meter was returned for evaluation. There were no patients involved and no injury/exposure or impact to user safety reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of the analyzer¿s service history was performed and found no contributing factors on or around the date of the event. There were no subsequent reports of damage to the arc ext thermometer (ln 08c94-88), used to troubleshoot the architect i2000sr (sn (B)(6)), after it was replaced. Tracking and trending was reviewed and did not identify any related trends. The device history records were reviewed and did not identify any non-conformances or deviations related to the issue. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.